Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and was able to verify the reported issue. The ui flex cable assembly was replaced and proper device operation was observed. The device will not be returned to physio-control for an evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. As a result, defibrillation would not be available if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device will not complete the boot-up process. As a result, defibrillation would not be available if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).